Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+3.0/091 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens was reported as lens rotation not associated to a low vault and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).